Event description:
Boston scientific received information that there was a hematoma at the suture line for this device's pocket that caused this right ventricular (rv) lead to dislodge. Prior to the repositioning procedure, a loss of capture (loc) was also reported for this lead. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.